Event description:
On (B)(6) 2011, the lay user/patient's reporter contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient's reporter reported the alleged issue began on (B)(6) 2011 at 11:30am. The reporter informed the cca that the patient manages her diabetes with insulin. The reporter indicated that the patient denied taking any action regarding her diabetes management after the alleged issue began. According to the reporter, the patient became shaky 2 weeks after the alleged issue occurred. In spite of the symptoms, the reporter stated the patient did not seek any medical treatment. At the time of troubleshooting, the cca noted the patient was not a first time user to the subject meter and there was no misused of the meter. The alleged power issue was not resolved with training because the reporter did not have the products available. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.